Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not confirmed on (B)(6) 2018. There were no erratic basal rate adjustments and the customer¿s basal rate setting remains constant throughout all time segments. Complaint could not be confirmed. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Adjustments may be needed to the customer¿s personal profile settings (basal rate etc.). There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing intermittent low blood glucose (bg) levels at night and in the mornings (as low as 30 mg/dl). The cause was not known. Candy and food were consumed to address low bg. As the event occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.